Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse, a rectocele, a cystocele, vaginal prolapse, and stress urinary incontinence. It was reported that the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, fistulae, organ perforation, recurrence, dyspareunia, neuromuscular problems, and vaginal scarring. The patient underwent exploratory laparotomy, mesh removal, and lysis of adhesion on (B)(6) 2011 due to mesh entrapped in bowel with ischemia, ileus, obstruction, adhesions and pain. The patient underwent exploratory laparotomy, bowel resection, coloanal anastomosis, and ileostomy on (B)(6) 2011 due to rectal prolapse. The patient underwent laparotomy with ileostomy closure with resection and cystoscopy for urinary retention on (B)(6) 2011 due to rectal prolapse x 3 months, urinary retention, incomplete bladder emptying, closure of ileostomy, chronic indwelling foley catheter for leakage and inability to empty bladder. The patient underwent laparotomy with pelvic floor reconstruction for pelvic organ prolapse, removal of mesh and ventral incisional hernia repair on (B)(6) 2012 due to erosion of mesh into urethra, urethrovaginal fistula, posterior wall defect, and removal of vaginal adhesions. The patient underwent laparotomy for repair of urethrovaginal fistula with martius labial fat pad flap, perineorrhaphy, revision of vaginal introitus, and cystoscopy with placement of suprapubic foley catheters on (B)(6) 2013 due to recurrent urethrovaginal fistula, small introitus, and mesh into vagina palpated. The patient had approximately five revisions with resection of bowel and ileostomies. The patient passed away ¿ no additional information regarding cause or date of death. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06795. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06795. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, uterovaginal fistula and urinary tract infection.